Manufacturer narrative:
(B)(4). The device was tested on the bench and no anomaly was found. (B)(4).

Event description:
It was reported that the device was identified to be a subject of the recall. Device was explanted and replaced. Patient was stable post-procedure.